Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the display failure was due to a faulty touch screen. The touch screen was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4) .

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.